Event description:
Revision surgery - possible allergy to metal. Took out metal/metal liner and head. Implanted new polyethylene liner.

Manufacturer narrative:
Non-encore head used in revision. Encore IFU states that only encore parts be used together. Final report.